Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device reached elective replacement indicator earlier than expected due to the high output settings. The device is also included in the premature battery depletion with implantable cardioverter defibrillator advisory. The device was explanted and replaced. The patient condition was well after the procedure.